Event description:
It was reported that rv lead noise leading to inhibition of pacing was observed via merlin.net. Patient is not dependent and was asymptomatic. Review of diagnostics revealed an intermittent decrease in r-wave sensing. In-clinic sensing measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 11.3-11.6cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and oversensing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.